Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece(s) of the needle fall into the patient¿s tissue? Was the needle piece(s) retrieved? Was there any additional tissue damage as a result of searching for the needle piece? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? If retained, what is the surgeon's opinion of consequences to the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the needle broke when closing the wall of the patient. The patient has been irradiated (radiograph) and operating time increase to recover the piece of needle. The ablation has been performed under scopique control. Another like device was used. There were no adverse patient consequences reported. Additional information had been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). A failed suture needle, was submitted for evaluation.. The component was identified and requested to assess the fracture mode of the failure. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: 1. Did any piece(s) of the needle fall into the patient¿s tissue? Yes 2. Was the needle piece(s) retrieved? Yes a. Was there any additional tissue damage as a result of searching for the needle piece? Not reported b. At what location was the needle found? Unk c. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Initial procedure 3. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No a. If retained, what is the surgeon's opinion of consequences to the patient? N/a